Event description:
A sonoma crx clavicle fixation device was removed approximately 4.5 months after initial surgery for a non-union. The distributor's rep stated that the non-union occurred due to failure to properly reduce the fracture prior to closing during the initial placement of the implant. No add'l fixation or therapy was applied to the fracture after the hardware was removed.

Manufacturer narrative:
The cause of the non-union was surgeon error during the initial implant surgery. Proper reduction of the fracture is necessary. In the initial surgery, proper reduction was not achieved according to the distributors rep. The surgeon also removed the hardware in 4.5 months or 18 weeks. Clavicle fractures require 12 to 26 weeks to heal. After 26 weeks, if the fracture has not healed, it is a non-union. This hardware was removed prior to 6 months and may be premature.